Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had intermittent response from act button. Customer's blood glucose was unknown. Customer stated that insulin pump was not dropped or exposed to moisture. The customer was advised to discontinue use of the insulin pump and to revert backup plan per health care professional instructions. The insulin pump will not be returned for analysis.